Manufacturer narrative:
Device was used for treatment, not diagnosis. Acharya, k.n. And rao, m.r. (2006) retrograde nailing for distal third femoral shaft fractures: a prospective study. Journal of orthopaedic surgery 14(3):253-8. This report is for unknown nails, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article; acharya, k.n. And rao, m.r. (2006) retrograde nailing for distal third femoral shaft fractures: a prospective study. Journal of orthopaedic surgery 14(3):253-8. Between january 2002 and 2003 inclusive, a consecutive series of 27 patients underwent retrograde nailing were prospectively evaluated. 20 male and 7 female patients (28 fractures) aged from 20 to 75 (mean, 41) years fulfilled the inclusion criteria. The patients underwent unreamed rn (retrograde nailing) (ao design, synthes universal nail, synthes (B)(4)) were prospectively evaluated. This is report 1 of 2 for (B)(4). This report is for unknown nail and refers to the following serious injuries: five (5) patients underwent dynamisation of the implant, one (1) patient with frank nonunion whose fracture failed to unite despite dynamisation, refused further surgery and continued to ambulate with the aid of a crutch. Nineteen (19) patients experienced mild anterior knee pain (not interfering with routine activities). Ten (10) patients experienced significant sagittal and coronal plane instability. Four (4) patients had radiological angular malalignment (greater than 5 degrees). Three (3) patients had valgus malunion and one had anterior angulation at the distal fracture. Four (4) patients had significant limb length discrepancy (greater than 1 cm).